Manufacturer narrative:
Product evaluation found lens returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found haptic bent/deformed. (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -9.0 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op uncorrected visual acuity (ucva) was 20/20. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2 implantable collamer lens, -9.0 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was exchanged on (B)(6) 2017 due to excessive vaulting.